Manufacturer narrative:
One device was returned for analysis. Visual inspection found a worn upstream occlusion (uso) seal and a peeled downstream occlusion (dso) seal. There was no evidence to review in the device's event history log. Functional testing confirmed the customer's issue and it was found due to faulty customer equipment, test method, or user error. The software was redownloaded and the reported issue was resolved. This event is reportable due to the peeled dso seal. The dso seal was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump error, ""the attached pump is incompatible with this version of pharmguard® administrator." The device evaluation revealed a peeled dso seal. There was no patient involvement, no patient injury was reported.